Event description:
The customer reported increased negative ods while running hbsag system 3 assay on the ortho summit processor. Serial number of osp not available at time of this report. No error was generated. No death or serious injury was associated with this complaint.